Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged and fell into the ventricle. In a revision procedure, the lead was successfully repositioned with appropriate measurements. No adverse pt effects were reported.